Manufacturer narrative:
Date returned to manufacturer is unknown and the investigation open date was used. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed in regards to the plunger of the abg being pushed all the way into the barrel. However, the indicated failure mode in regards to the additive of the abg was not observed as it was found to be within specification. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd preset¿ eclipse¿ plunger was at the end of the barrel (no space in the syringe barrel), and there was no additive. No serious injury or medical intervention.